Event description:
It was reported that upon av node ablation the r wave value increased. Upon programming sensing it was noted that the ventricular lead could not sense in aai mode. The product will be explanted according to the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.